Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that the patient expired on (B)(6) 2015. The cause of death is unknown. No further information or data for analysis was provided. The device was not returned.